Manufacturer narrative:
The customer canceled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 6800 system had an intermittent x-ray on error during a case. No patient injury was reported.